Event description:
Reporter alleged blood glucose readings were erratic with a result of 98 mg/dl back to back with a result of 230 mg/dl when testing was 5 minutes apart. It was stated 1/2 hour later customer retested and obtained a reading of 100 mg/dl back to back with a result of 46 mg/dl when testing was 5 minutes apart. Reporter stated the customer took his normal morning insulin dosage, however, did not take any actions or receive treatment as a result. A request was made for the return of the suspect device and replacement product was sent.